Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was varying and increasing threshold on the left ventricular (lv) lead. It was noted that the patient has a left ventricular assist device (lvad) that could be affecting the lv lead. The patient also was noted to have phrenic nerve stimulation with certain programming and vectors. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.